Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 429888 lead, implanted: (B)(6) 2021; product ID: 7841 lead, implanted: (B)(6) 2021; product ID: evolutpro-29-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.